Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("menstrual] cycle disorders"), heavy menstrual bleeding ("menstruation 15 days/month"), autoimmune thyroiditis ("hashimoto¿s thyroiditis"), fatigue ("extreme chronic fatigue"), memory impairment ("impaired memory"), visual acuity reduced ("visual acuity disorders"), tooth fracture ("broken teeth"), arthralgia ("joint pain"), ankylosing spondylitis ("ankylosing spondylitis autoimmune disease"), adenomyosis ("adenomyosis"), menopause ("menopause at (B)(6)"), migraine ("migraines") and mobility decreased ("difficulty moving"). The patient was treated with golimumab (simponi), methoject and surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the pelvic pain, menstrual disorder, heavy menstrual bleeding, autoimmune thyroiditis, fatigue, memory impairment, visual acuity reduced, tooth fracture, arthralgia, ankylosing spondylitis, adenomyosis, menopause, migraine and mobility decreased outcome was unknown. The reporter provided no causality assessment for adenomyosis, ankylosing spondylitis, arthralgia, autoimmune thyroiditis, fatigue, heavy menstrual bleeding, memory impairment, menopause, menstrual disorder, migraine, mobility decreased, pelvic pain, tooth fracture and visual acuity reduced with essure. The reporter commented: that the hysterectomy is schedule for (B)(6) 2022. The reporter also reported that she is unable to work, disability in her daily life, feeling 30 years older. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("menstrual] cycle disorders"), heavy menstrual bleeding ("menstruation 15 days/month"), autoimmune thyroiditis ("hashimoto¿s thyroiditis"), fatigue ("extreme chronic fatigue"), memory impairment ("impaired memory"), visual acuity reduced ("visual acuity disorders"), tooth fracture ("broken teeth"), arthralgia ("joint pain"), ankylosing spondylitis ("ankylosing spondylitis autoimmune disease"), adenomyosis ("adenomyosis"), premature menopause ("menopause at 47 years of age"), migraine ("migraines") and mobility decreased ("difficulty moving"). The patient was treated with golimumab (simponi), methotrexate sodium (metoject) and surgery (hysterectomy scheduled for (B)(6) 2022). At the time of the report, the pelvic pain, menstrual disorder, heavy menstrual bleeding, autoimmune thyroiditis, fatigue, memory impairment, visual acuity reduced, tooth fracture, arthralgia, ankylosing spondylitis, adenomyosis, premature menopause, migraine and mobility decreased outcome was unknown. The reporter provided no causality assessment for adenomyosis, ankylosing spondylitis, arthralgia, autoimmune thyroiditis, fatigue, heavy menstrual bleeding, memory impairment, menstrual disorder, migraine, mobility decreased, pelvic pain, premature menopause, tooth fracture and visual acuity reduced with essure. The reporter commented: that the hysterectomy is schedule for (B)(6) 2022. The reporter also reported that she is unable to work, disability in her daily life, feeling 30 years older. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Most recent follow-up information incorporated above includes: on 9-feb-2022: this case will be deleted from bayer database. Nullification reason: another case was identified with the same source document (2022a017990 - remaining case). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.